Event description:
It was reported that the device displayed an error code 133.6080. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue that the system error code 133.6080 displayed on the screen of the pcu was confirmed in the log review and was observed during testing. A review of the pcu module logs showed the occurrence of system error code 133.6080.0. O the system error code 133.6080 can occur when the super capacitor (c245) on the logic board is discharged and the pcu is not connected to an ac power source for an extended period. The log review showed that the device had not been used, nor connected to ac power, for an extended period and battery maintenance was not performed during functional testing, the reported error was observed. Internal inspection did not find any anomalies nor fluid ingress. The bd alaris system with guardrails v12.3.2 user manual states the following about battery charging: the pcu is shipped with the battery in a discharged condition. Before the pcu is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours this ensures proper battery operation when the bd alaris¿ system is first set up for patient use o the battery is intended as a backup system. Leave the power cord connected to an external hospital grade ac power source whenever available. O if the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. The device was reported with no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 133.6080. There was no patient involvement.